Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty-six days post a port placement, the catheter allegedly separated. It was further reported that the distal segment of the catheter was allegedly found to be lodged inside the patient's left pulmonary artery. Reportedly, the catheter was removed, but the distal segment of the catheter allegedly remained inside the patient's body. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one groshong catheter in two segments were returned for evaluation and one image was provided for review. Visual, microscopic, functional and tactile evaluations were performed on the returned device. A complete compound break was noted on the distal end of the attached catheter and on both ends of the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter, on the distal end of the distal catheter segment and on the proximal end of the distal catheter segment were noted to be uneven and the surface was noted to be finely granular throughout. The chest x-ray shows two segments in which the short segment was noted in the right sub-clavicular region and the longer segment is seen in the region of the left pulmonary artery. Therefore, the investigation is confirmed for the reported material separation, migration and the identified fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device) h11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty-six days post a port placement, the catheter allegedly separated. It was further reported that the distal segment of the catheter was allegedly found to be lodged inside the patient's left pulmonary artery. Reportedly, the catheter was removed, but the distal segment of the catheter allegedly remained inside the patient's body. However, the current status of the patient is unknown.